Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip; a test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform basic occlusion and occlusion tests due to completely broken off reservoir tube lip. However, all operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test, rewind, unexpected restart error test, prime test and excessive no delivery test. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, cracked case, stained end cap sticker and missing the reservoir tube oaring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the reservoir does not lock into place. The customer's blood glucose reading was 600 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.